Manufacturer narrative:
(B)(4). Results of investigation: carefusion certified service technician performed bench testing on the ventilator. All testing¿s was performed using a known good test patient circuit, as well as a known good ac adapter. The ventilator passed 93 hours extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Ventilator also passed general checkout.

Event description:
It was reported to carefusion that a patient passed away while on the ventilator. There was no report or allegations of the ventilator contributing to the patient's death. No alarm conditions were present during the event. The family later removed the patient from the ventilator and turned the ventilator off. A routine evaluation of the device was requested, so the event was reported to carefusion.